Manufacturer narrative:
E.1: initial reporter facility name: (B)(6) hospital. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ plus anaerobic/f culture vials (plastic) blood leaked from one bottle. No adverse impact was reported regarding the patient or user at this time.

Manufacturer narrative:
Investigation summary: catalog 442022. Batch no. 5169301. Customer reported a damage cap and leakage defect. Photos with the damage were received. Bd was unable to reproduce customer¿s experience with the bactec product. Satisfactory results were obtained from retention samples when visually inspected for damage cap and leakage. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. In addition, five (5) samples were randomly selected and inspected for cap seal integrity with satisfactory results. Vacuum draw test was performed with satisfactory results. Complaint is confirmed based on photos received. The leakage occurred due to the damage of the cap. No trend has been identified for reported defect. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of damage, contamination, or deterioration. Vials displaying evidence of damage or contamination such as leakage, cloudiness, discoloration (darkening), bulging or depressed septum should not be used. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.

Event description:
It was reported while using bd bactec¿ plus anaerobic/f culture vials (plastic) blood leaked from one bottle. No adverse impact was reported regarding the patient or user at this time.